Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defects were found. The receiver was charged and rebooted. The receiver log was downloaded and evaluated with no related errors observed. A communication tool audio test was performed and it passed. A functional test was performed and it passed. A "try it" manual test was performed and passed. The receiver case was opened for an internal visual inspection and it passed. The speaker resistance was measured and it registered within specification. The reported event of intermittent audio output was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced no audio alarm on the receiver and a hypoglycemic event. The patient's father stated the receiver did not alarm; however, the g5 mobile application alerted. It was indicated that the patient's hypoglycemic event was caught in time for the patient's parents to administer the patient with fruit juice to raise her blood glucose levels. At the time of contact, the patient was doing fine. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.